Event description:
It was reported that the patient had difficulty charging the ipg due to weight gain. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted ipg was discarded.